Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-32301. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported unknown side seroma. Later legal representative reported "risk of developing cancer, mental anguish, emotional distress, fear, anxiety of developing cancer, accumulation of silicone particles, inflammation, cellular damage, pain, significant scarring, disfigurement, tissue damage" the devices has been explanted.